Event description:
A report was received that the patient would undergo a lead revision due to discomfort at the lead site. The bsn sales representative reported that the suture sleeves will most likely be removed.